Event description:
Pt diagnosed with hemolysis post-treatment. Pt's fingers and lips blue, felt numb. Pt's temperature evaluated and pt complained of chills. Pt's hemotocrit dropped from 36.3 to 18. Pt was admitted to the intensive care unit.

Manufacturer narrative:
Facility eliminated other ancillary dialysis products duringt her internal investigation into the incident, as indicated in the initial report submission. In support of this conclusion: ancillary dialysis products such as clinic water, concentrates. Bicart/bicarb powder, and heparin are produced in large-volume batches, and are not isolated to a single pt treatment. It is therefore reasonable to conclude that, because only one pt was reported as being adversely affected, these large-volume, batch-produced products can be effectively eliminated as a potential cause or contributor to the incident. Other ancillary dialysis products such as blood sets, dialyzers and needles, however, are mfg separately, and can carry a mfg defect that would be isolated to a single pt treatment. Following is clarifying info on this group of ancillary products as related to this incident and the rationale for effectively eliminating these products as a potential cause or contributor in the incident. The dialyzer was a reuse dialyzer when the treatment in question was administered, eliminating a mfg defect that would affect a single pt treatment. The reuse chemical can also be eliminated, as pt symptoms developed later in the treatment, whereas reuse chemical exposure will typically generate an immediate pt response. In addition, the blood set in use was effectively eliminated by facility as indicated in the initial report submission.